Manufacturer narrative:
The insulin pump had intermittent button response noted due to corroded keypad traces. No button error alarm noted during testing. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump had cracked case on lcd display window corners, scratched lcd window, and missing end cap sticker noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 120 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.